Event description:
It was reported that the patient's left knee was revised due to infection. The surgeon removed all implants and used a stryker insert to construct an antibiotic spacer.

Event description:
It was reported that the patient's left knee was revised due to infection. The surgeon removed all implants and used a stryker insert to construct an antibiotic spacer.

Manufacturer narrative:
Additional devices listed in this report: cat 5517-f-401, lot ebpmy, description: triathlon p/a cr beaded #4l; cat 5536-b-500, lot eej8n1, description: tritanium bplate triathlon s5; cat 5554-l-401, lot s94cf, description: triathlon mb patella pa a40. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.